Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. However, vessel perforation and neurological deficit are known risks associated with endovascular procedures and are noted as such in the device direction for use (dfu). Therefore, an assignable cause of anticipated procedural complications was assigned to this event.

Event description:
It was reported that during the thrombectomy procedure to re-canalize the occluded left mca-m1, vessel perforation occurred. The physician performed follow up angiography in response to the vessel dissection, and the patient was reported to have experienced unspecified symptoms that were treated with medical management. Post procedure the patient was reported to have achieved a tici score of 2b and was discharged home approximately 6 days post the index procedure. The study facility reported that an aneurysm may have contributed to the vessel perforation, and that the reported vessel perforation was related to the procedure, but unrelated to the retriever device. No further information is available.

Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during the thrombectomy procedure to re-canalize the occluded left mca-m1, vessel perforation occurred. The physician performed follow up angiography in response to the vessel dissection, and the patient was reported to have experienced unspecified symptoms that were treated with medical management. Post procedure the patient was reported to have achieved a tici score of 2b and was discharged home approximately 6 days post the index procedure. The study facility reported that an aneurysm may have contributed to the vessel perforation, and that the reported vessel perforation was related to the procedure, but unrelated to the retriever device. No further information is available.